Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine follow-up, high impedance and a loss of capture was observed on the left ventricular lead. The lead was explanted and replaced. No patient symptoms were reported.